Event description:
The perfusionist noted no forward flow on the biomedicus perfusion pump flow bar graph, no blood pressure noted on the physiologic slave monitor, and no vibration at the pump head indicative of no motion. Perfusionist immediately began hand cranking and the console was changed out and the case proceeded. Post-operatively it was noted that the pt had apparently suffered an intra-operative cerebro vascular accident. Hosp uncertain if product caused or contributed to event. Long term prognosis is unknown. To date, the product has not been returned and the investigation is ongoing. Preliminary analysis of product by hosp demonstrated no issues.